Manufacturer narrative:
The reported field event of inability to insert atrial lead into the connector was confirmed in the laboratory. The device was tested on the bench and epoxy was found on the ra-ring contact spring. The cause of the field event was due to epoxy preventing full insertion of atrial lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the generator change out. Ra lead failed fully insert into the atrial connector. Loosening up the set screw did not resolve the issue. The physician confirmed backed out of the connecter port setscrew. The device was replaced. There were no adverse consequences to the patient.